Event description:
Zoladex (goserelin acetate) implant is provided as a ready-mixed, ready-to-use sterile syringe system with a protective sleeve designed to reduce the risk of needle stick injuries. In order to deploy the sleeve one must depress the plunger completely, at which point the sleeve should slide to cover the needle. We have received two reports regarding the failure of the sleeve to activate despite the plunger having been fully depressed, thereby placing the nurses at risk for needle sticks.there have been at least 9 instances of the sleeve not engaging in 2 lots: gc 277 and gc781.====================== health professional's impression======================full depression of the plunger did not cause the protective sleeve to activate.